Event description:
As reported per the aquatrack hydrophilic guidewires pms survey, respondent # 15 indicated that they had experienced an inability to complete procedures successfully due to two cases of perforation during treatment of a superficial femoral artery (sfa) lesion. The device will not be returned.